Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart mrx battery was providing an error with no pt involvement. It was later clarified by the philips field service engineer that the device was not detecting the battery in battery slot a.